Event description:
Information was received that this smiths medical cadd ms3 pump lost programming. It was reported that when loading the pump, the pump states program default and when pressing done on the pump the pump requested for programming. Reported that infusion is life-sustaining and the patient received remaining infusion volume via backup pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. During the investigation, the pump passed all functional tests, the reported issue could not be duplicated. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.